Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At the time of patient use, it was reported that the autopulse platform (sn: (B)(4)) displayed a user advisory 2 error message. Following the issue, the attending team reverted to manual CPR. According to the reporter, when the platform was later inspected, no issues were observed with the autopulse platform. There is no known consequence to the patient.

Manufacturer narrative:
The reported complaint of a user advisory (ua) 2 (compression tracking error) message with the autopulse platform (sn: (B)(4)) was not reproduced during initial functional testing. The platform was placed in a run-in test for 15 minutes and passed. Review of the retrieved archive data, found a ua2 on the reported event date; however, was cleared and the platform was placed back in service. Through these evaluations, the root cause of the issue could not be determined. The autopulse platform is a reusable device and was manufactured in june 2011. A damaged battery lock (unrelated to the issue) was observed during visual inspection and replaced. An annual preventative maintenance was performed. The platform passed final testing with no issues found. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 typically occurs when the load sensors do not see the expected increase in load because the patient was misaligned or have moved from the original position or the lifeband is opened. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).